Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation as part of core study with two 275cc clinical gel sltx breast prostheses. Post-operatively, the patient was diagnosed, via unspecified scans and physical examination, with spontaneous bilateral breast implant ruptures and extra capsular silicone on the left. As a result, the patient has been scheduled for bilateral implant removal and replacement with mentor gel implant on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation as part of core study with two 275cc clinical gel sltx breast prostheses. Post-operatively, the patient was diagnosed, via unspecified scans and physical examination, with spontaneous bilateral breast implant ruptures and extra capsular silicone on the left. As a result, the patient has been scheduled for bilateral implant removal and replacement with mentor gel implant on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 24, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of explantation was on (B)(6), 2022.

Manufacturer narrative:
On april 13, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the clinical gel sltx 275cc breast implant was found to have a tear at the junction between the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.